Event description:
Three separate alaris pca epidural extension sets leaked at the connector sites; all with the same model and lot numbers.the manufacturer tested all three devices. Conclusions: the reported leak was confirmed (in all 3). The cause of the leak was an insufficient amount of solvent at the engagement between the tubing and the male luer.